Manufacturer narrative:
On (B)(6) 2015 a medtronic field service engineer visited the site and tested the system: frame rate error encountered during 2d and 3d images confirmed. Replaced mvs (mobile viewing station) interface cable per procedure. System tested, and symptom resolved. System checkout performed with satisfactory results. System fully functional after part replacement. Analysis of suspect cable as follows: reported event confirmed. Opens found in the blue cat 6 cable causing the g bit test fail at bench test. Electrical problem caused event. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case the mvs (mobile viewing station) showed the error message 'image frame rates are below recommended levels please re-connect the cable between the o-arm and the mvs and re-boot the mvs.' He attempted to re-start both the mvs and the o-arm, but encountered the same error. Navigation and o-arm imaging were discontinued at this point. The case continued using the c-arm with no patient impact.